Event description:
The customer contacted spacelabs healthcare technical support to report that their xhibit central station (xcs) would intermittently power down. A field service engineer (fse) went on site and tested equipment. The fse found that the ups attached to the xcs failed its self test and advised the customer to replace. Following the replacement of the ups, the xcs still experienced an unexpected shutdown. The fse advised the customer to replace the faulty unit with a spare and send it in for service. A RMA has been opened for the depot repair, however, at this time the unit has not been received. If additional information is made available, a follow-up report will be submitted in accordance with 21 cfr 803.56.

Manufacturer narrative:
The unit was received at spacelabs healthcare and evaluated by an equipment service center technician. The unit was received with a lot of dust built up in the unit and the fan on the video card was no longer functional. The customer was advised that due to the age of their device and part obsolescence their xhibit central station was no longer repairable, and that they would need to replace the device. A replacement unit will be sent to the customer. Note regarding d9: this field previously had erroneous data. The device had not been received before initial submission. Received 7-apr-2026.